Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), resulting in pacing in the 30s. It was determined that the patient was hyperkalemic, and the patient will be treated with medication. The lead remains in use. No patient complications have been reported as a result of this event.